Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the force bipolar had misaligned tips with 6 out of 12 lives remaining. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "misaligned tips". The instrument was found to have a severely bent grip and the tip does not align with the other grip. The root cause of a severely bent grip is attributed to mishandling and misuse. An additional observation not reported by the customer was a broken molded insulator of the severely bent grip. Material was missing and not returned, approximately 0.27" x 0.12". Failure analysis found the additional failure of a broken molded insulator to be related to the customer reported complaint.